Event description:
About 95% of their placement ends up with excessive bleeding compared to the dophoff. Approx 30-40% of their pts are elderly with anatomical challenges. They are only placing the tube nasally and need to retract the tube often times. Because the tube is not in situ long enough before they withdraw and reposition, they feel the cilia are not as soft as they would be and cause more bleeding than necessary.

Manufacturer narrative:
Bleeding is labeled in the IFU. Damage to tissue is labeled in the IFU. Event eval: still under investigation.